Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the device jaws could not be re-opened while applied to tissue. The surgeon released the jaws by using a monopolar instrument to resect the tissue directly adjacent to the jaws. There was no patient injury. Another device of the same type was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report : 06/21/2016. Date of follow-up report : 08/17/2016. The reported condition of the jaws not opening was confirmed. The investigation found that the handle of the device could not be released to open the jaws. Further investigation by engineering found that the latch pin on the handle was bent, which was preventing the handle from moving. However, the latch could be released when pushing the handle forward. Engineering could not determine when or how the pin became bent. Regardless, manufacturing staff was retrained to the manufacturing instructions at the clean/tray station to check the latching mechanism and latch pin straightness. The investigation identified the root cause of the reported event to be undetermined. No trend has been identified for this failure mode. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.